Event description:
A customer submitted a medwatch report stating that the heartstart xl defibrillator would not fire during sync mode. There was no adverse patient impact. A second defibrillator was used to finish the procedure.

Manufacturer narrative:
(B)(4).